Event description:
I've had 60% of the newly released omnipod pumps fail; several have failed spontaneously resulting in blood sugars above 300, 2 pods have not accepted the insulin resulting in a waste of nearly (B)(6) of supplies (wasted insulin, insulin pumps) and in several instances, the pods have not delivered consistent amount of insulin for a bolus delivery resulting in hypoglycemia. I've had very severe swings in my blood sugar that never happened before changing to new omnipod. One of the most severe resulted in my blood sugar dropping to 27 mg/dl. I had to use my emergency glucagon kit on myself until family and medical services could reach me to assist. Additionally, 2 pods have fallen off of my injection site (one after 2 days and the second fell off after only 2 hours and 30 min). It seems like the insulin contained in the pods is no longer effective after the third day of wearing the omnipod. Never experienced this problem with the previous version of the omnipod. Extremely unpredictable behavior/functioning of device. This new version of the omnipod is reckless and dangerous.